Event description:
The explanted device was received in 2006, with no prior notification and no paperwork. Multiple attempts were made to determine the reason the device being returned. In 2007, paperwork was received stating that the device was explanted the prior year, due to improper electrode placement. No information regarding reimplantation was provided.

Manufacturer narrative:
.